Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. This could result in delay or cancellation of a procedure. There is no report of injury or death associated with this event.